Event description:
It was reported that the user received a prompt to connect the cgm or enter a blood glucose value, then paired the dexcom g7 shortly thereafter, after which the ilet displayed a high glucose reading with a trending arrow. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included phone-based troubleshooting and education, including alert dismissal and confirmation that pairing can take up to 30 minutes. Investigation of this case revealed that the cgm sensor had expired prior to pairing and that the subsequent pairing restored cgm data display, indicating a temporary loss of cgm connectivity rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that user workflow and timing of cgm expiration and re-pairing were the likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.